Manufacturer narrative:
G4: 25sep2019; b4: 27sep2019. This event was addressed in-house by the customer. There was no on-site evaluation by the manufacturer. The customer reported that the device was put through validation testing, and all testing was completed and passed. There was no documentation of additional repair or part replacement. The customer further reported that the device is to be released back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a ventilator that shut down for two minutes. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03sep2019.

Event description:
The customer reported a ventilator that shut down for two minutes. This event was reported to have occurred during clinical use. There was no allegation of harm associated with this report.